Event description:
My dexcom g6 is giving me a terrible rash at the site. It is leaving marks on me and breaking down my skin. I even had pus coming out of my arm. This isn't normal. FDA safety report ID # (B)(4).

Event description:
My dexcom g6 is giving me a terrible rash at the site. It is leaving marks on me and breaking down my skin. I even had pus coming out of my arm. This isn't normal. FDA safety report ID # (B)(4).